Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range shock impedance measurement. The clinician stated that they were unable to locate the out of range impedance measurement on the remote home monitoring system's website. Boston scientific technical services (ts) was consulted and discussed that the impedance measurement tests is performed ever 21 hours which means that there is a day where two measurements are taken within one day. Only the second measurement remains available on the website. A review of the daily impedance measurements found that they were consistantly within range. Ts suggested discussing possible sources of electromagnetic interference (emi) with the patient. The patient will continue to be monitored at this time. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.